Event description:
It was reported that the pt underwent a sling procedure in 2003. Post operatively, the pt presented with mesh croded into the bladder neck. The pt has been referred to another physician for repair.